Event description:
It was reported that a implantable cardioverter defibrillator (ICD) had an impedance alert of the right ventricular (rv) lead. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.